Event description:
Reported over infusion. The nurse in the hospital loaded the set in the pump with the pump off and the set was connected with the patient. The nurse left the patient and when nurse came back unknown time later, nurse noted an unintended flow (about 200ml). The patient was ordered to have the infusion over 24 hours. No patient injury was reported, unit to be sent to UK for evaluation.